Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 2026095-2024-00033 for the second event. Fill volume: 201 ml. Flow rate: unknown. Procedure: chemotherapy. Cathplace: unknown. It was reported the patient's chemotherapy infusion was set to infuse adrucilover over 96-hours and ended, "completely deflated" in 67-hours.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 21-jun-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30169378, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received empty, without original packaging. Primed at tubing. Pinch clamp was present and closed. Fill port cap present and attached. The original distal luer cap was not present and attached, a non-avanos connector port (blue in color) was attached at distal luer. This was removed and a spare distal luer was placed. No other component received with the pump. The received weight was 73.0 grams. The pump was cut just below the blue connector to empty the medication. The male and female luers were re-placed, and pump was refill with 0.9% saline using the repeater pump to the reported volume of 201ml. After opening the pinch clamp infusion was observed at the distal luer. The pinch clamp was then closed to begin the flow accuracy testing. The flow accuracy test was performed with the flow rate of 2ml-hr for 75-hours. The pump yielded a flow rate of 2.21ml-hr which is within specification with +/- 15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) flow rate of 2ml/hr. The flow restrictor unit was detached from the pump and hooked onto a pressure gauge. The average bladder pressure used was 9.65psi. Flow rate 2ml/hr yielded a flow rate of 1.94ml/hr, which is within specification with a +/- 15% tolerance. The evaluation summary noted that the pump's distal end infuses as intended. Based on the flow testing performed, the restrictor did not exhibit to flow faster. Root cause could not be determined. All information reasonably known as of 15-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.